Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. A caller reported receiving unspecified lower sensor scans when compared to a capillary result from a competitor device. The customer was taken to a hospital where he was diagnosed with hyperglycemia and administered insulin infusion (type/dose unknown) for 3 days as treatment. There was no report of death or permanent injury associated with this event.